Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for 5,570 patients undergoing temporary fixation, correction, or stabilization of bones in various anatomical regions of the upper and lower extremities between january 1, 2006 and june 30, 2020 with depuy synthes headless compression screws (hcs)(1.5 mm, n=96; 2.4 mm, n=1,221; 3.0 mm, n=2,254; 4.5 mm, n=1,074; 6.5 mm, n=1,174). Reported complication as per ICD 9 and 10 categorization experienced by the following: (for 1.5 mm hcs implanted). 3 subsequent surgery within 0-3 months. 7 subsequent surgery within 0-12 months. (For 2.4 mm hcs implanted): 79 subsequent surgery within 0-3 months. 182 subsequent surgery within 0-12 months. 8 nonunion within 0-3 months. 16 nonunion within 0-12 months. (For 3.0 mm hcs implanted): 131 subsequent surgery within 0-3 months. 302 subsequent surgery within 0-12 months. 28 nonunion within 0-3 months. 55 nonunion within 0-12 months. (For 4.5 mm hcs implanted): 49 subsequent surgery within 0-3 months. 130 subsequent surgery within 0-12 months. 6 nonunion within 0-3 months. 11 nonunion within 0-12 months. (For 6.5 mm hcs implanted): 52 subsequent surgery within 0-3 months. 155 subsequent surgery within 0-12 months. 9 nonunion within 0-3 months. 25 nonunion within 0-12 months. This is for depuy synthes 1.5 mm, 2.4 mm, 3.0 mm, 4.5 mm, and 6.5 mm headless compression screws.

Manufacturer narrative:
This report is 3 of 5 for (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.